Event description:
Caller reported a discrepancy between the displayed and actual time on the pump, with cts assisting in resetting the pump and updating the time. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in bgs above 500 mg/dl or below 54 mg/dl. Caller was advised to monitor and follow up if the time discrepancy persisted, which they understood and acknowledged.